Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the insert has water and vibration. The insert was tested on a digital thermometer gauge # 6112 due 11/30/2018 the temperature is 88.5 degrees. Insert meets spec. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 8.). Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While using a 30k fsi-sli-fg-1000 insert, the insert was getting hot. The event outcome is unknown as of this MDR evaluation.